Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test: and failed. Performed share log review and no data found. The complaint could not be determined because the transmitter has no voltage. The reported event of transmitter failed error was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.